Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top face of the seal, at one end of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal remains unknown.

Event description:
During an af procedure, after inserting the sheath into the left atrium and removing the dilator, blood leaked from the hemostatic valve prior to catheter insertion. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.